Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that customer is being woken up with lost sensor alerts. The most recent blood glucose reading was 256 mg/dl. She confirmed that the correct transmitter ID was programmed into the insulin pump. She stated that the insulin pump was communicating with the transmitter at that time and that the lost sensor alert was a past issue. Nothing further was reported.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensors passed with accurate readings. The insertion test could not be performed as no needle was returned.